Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced dizziness and felt disoriented during device activation. Activation was discontinued. Imaging revealed the electrode array was in the semicircular canal. Repositioning surgery is scheduled.

Manufacturer narrative:
Correction information: section h10/h11 the repositioning surgery on (B)(6) 2025. Advanced bionics considers the investigation into this reportable event as closed. Device testing was within normal limits after repositioning. The recipient's device was explanted, which will be followed in 3006556115-2025-01051. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information sections: b.3 and d.6b the recipient underwent repositioning surgery on (B)(6) 2024. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.